Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not attached. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 8/26/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cassette error" was confirmed through occlusion test. The event log/alarm history also showed "high alarm displayed: cassette not attached properly." The probable cause was unknown. The downstream occlusion (dso) sensor was replaced. Further investigation, found dso seal delaminated, battery door missing, battery housing cracked, and liquid crystal display (lcd) lens nicked. Replaced dso seal, battery door, battery housing and lcd lens. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.